Event description:
The nursing supervisor alleged smoke was coming from foot end of the bed and there were small flames underneath the bed. The patient was removed from bed, and a fire extinguisher was used on the bottom of the bed. The patient was moved to a different room with no evidence of harm.

Manufacturer narrative:
The technician found the knee motor capacitor vented and the insulation on wire harness beside motor was slightly melted. The technician stated the bed has been red tagged and, placed out of service. The account is not repairing the bed at this time.